Event description:
It was reported, there was a volume discrepancy problem. The actual residual volume, 14.0 ml, was greater than the expected residual volume, 4.7 ml. The health care provider was able to fill the reservoir with 20 ml and the event logs were normal. No underdose was reported. The drug, dosage and concentration were unk. Pt's outcome was unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)